Event description:
A non-health care professional reported that the patient side cut was not cutting well, and the bed appeared to had some uneven lines in the unknown eye during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer did not find any issues with device. Field service engineer replaced problem follow up board as a preventive measure, realigned and recalibrated system, confirming device meets specifications as per service installation record. The generic review of the logfiles for the period shows that all laser system functions were within specifications. The logfiles shows ninety successfully performed treatments in this period. Review of the logfiles for this period does not show any other relevant warning or error messages. The system was working within specification. As per follow-up information received, the surgeon noticed that a few of the beds may have not been quite as smooth as normal. These observations are likely anatomy-related, but we wanted the laser checked out just to be sure. All protocols were followed, and all flaps were within normal limits as far as thickness. This report was made with an abundance of caution and there was not a specific event to highlight. Treatment reports have been requested but not provided, therefore a deeper investigation could not be performed. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is:(B)(4).